Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# (b)(6# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the ens was not related to the staggering, slurred speech, stroke or hospitalization. The hospital determined it was polypharmacy that caused the patient symptoms and the patient¿s medications have been changed. The device was discarded.

Event description:
The patient reported for lead pull at 7:30am on the morning of (B)(6) but her husband reported she was staggering and slurring her speech, so he took her downstairs to the ER where they worked the patient up for a stroke. When I arrived at the ER, the patient was having a virtual neuro exam and the CT had been completed. A determination of whether a stroke was taking place had not been determined at that point. The husband also mentioned he wondered if perhaps she took a 2nd dose of her pain medication because she had a previous tbi and sometimes can forget she has already taken her medication. The pa for the pain practice removed the trial leads so that an MRI could be completed. As of yesterday afternoon, at 2 pm, the patient still had slurred speech and the most recent update from the provider indicated she was admitted and is still inpatient but has returned to her baseline status with no acute findings. During the trial, the patient had done extremely well from a pain relief perspective and did not present with any difficulties com municating. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# (B)(6) serial# implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 08-may-2029, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 08-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# va34fkb029, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device. Product ID 977d260, lot# va34fkb030, implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type: screening device. Correction: the patient/consumer was checked as a report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# va34fkb029 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# va34fkb030 implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device h11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the device was not related to the hospitalization or stroke. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe.